Event description:
It was reported that the patient fell 2 weeks prior to this call. The patient thought the device moved a little bit. The patient could not urinate and this came on gradually and she ended up with a bad infection. The patient made an adjustment and the device was working but not as well as it was before. The patient felt burning sensation on her skin by her implant, and this came on gradually. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3889-28, lot# v604559, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4);product type programmer, patient product ID 3095-10, serial# (B)(4), implanted: 2011 (B)(6); product type extension (B)(4) .